Event description:
In 2006 pt had a lumbar disectomy. Site was cleaned with duraprep, area was closed internally with sutures and dermabond topical skin adhesive was applied topically over the site. Pt was discharged to a rehab facility and experienced a superficial infection with some drainage. Pt was placed on keflex, po. Pt told reporter that some dermabond had to be picked out of the surgical site. Reporter states that surgeon only applies product to the outside of the incision site and not inside. No further info was known about what the material that was removed from the site looked like.

Manufacturer narrative:
Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of spec. The product is provided sterile. Studies have shown that following application of demabond, it acts as a barrier to prevent microbial infiltration into the healing wound. Infection is a post-operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the pt's condition before device application.